Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that an insufficient fixation of the rosa to the head holder caused the issue. (B)(4).

Event description:
It has been reported that during a surgery, there were entry errors up to 1cm, causing a venous injury on 1 trajectory. The surgeon had aborted the surgery after 7 implanted electrodes due to bloody cerebral spinal fluid on the 7th electrode. All electrodes were low, in the same direction. Because all electrodes were inaccurate in the same direction, the surgeon was afraid there was a systematic issue with the robot.